Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument's tip disconnected during the flushing process in the rdg. When putting it into the rdg, it had already been noticed that it was difficult to open via the rope hoists. During the previous operation, there were no special features. There was no report of patient involvement.